Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed a piece of the tip was recieved, as part of overall visual revision. The distal tip and also the near part to the lapjoint was detached. A kink was observed in the imaging window assembly in the distal end. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter stuck in stent, sheath detachment and entanglement occurred. The stenosed 40mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified in proximal left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion and a non bsc stent was then placed in the lesion. The blood vessel diameter was thin, and there was calcification, so the placed stent may have slightly floated. During post balloon, the guidewire was removed. However, when the guidewire was inserted again, it was not noticed that the wire went through (sewed) into the struts of the stent, and dilation was performed in the stent using the balloon. After that, when the opticross imaging catheter was used, it was stuck in the previously placed stent. The physician tried to remove it, however, the shaft part of the ivus catheter was separated and remained inside the patients body. The physician tried to remove it using a snare but it could not be performed properly, so eventually surgery was performed at the university hospital. On the same day, the patient was transported to nagasaki daigaku hospital. The procedure was not completed due to another reason. The vital signs were stable and the patient recovered well.

Event description:
It was reported that catheter stuck in stent, sheath detachment and entanglement occurred. The stenosed 40mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified in proximal left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion and a non bsc stent was then placed in the lesion. The blood vessel diameter was thin, and there was calcification, so the placed stent may have slightly floated. During post balloon, the guidewire was removed. However, when the guidewire was inserted again, it was not noticed that the wire went through (sewed) into the struts of the stent, and dilation was performed in the stent using the balloon. After that, when the opticross imaging catheter was used, it was stuck in the previously placed stent. The physician tried to remove it, however, the shaft part of the ivus catheter was separated and remained inside the patients body. The physician tried to remove it using a snare but it could not be performed properly, so eventually surgery was performed at the university hospital. On the same day, the patient was transported to (B)(6) hospital. The procedure was not completed due to another reason. The vital signs were stable and the patient recovered well.